Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "structure club japan live demonstration 2022 (p.59)" was reviewed it was reported that on march of an unknown year, a patient had an unknown mechanical heart valve implanted. In november of the same year, a paravalvular leak was found, and the valve was replaced with another unknown valve. In march of a different unknown year, the patients cardiac insufficiency exacerbated, and the paravalvular leak was observed again. It was deiced to attempt percutaneous paravalvular leak closure. There were 3 paravalvular leaks between 6 o'clock and 9 o'clock. It was also noted that the annulus was flailed partially. A 4mm x 4mm amplatzer duct occluder ii was implanted at the 9 o'clock position. Then a 6mm x 4mm amplatzer duct occluder ii was implanted in the 6 o'clock, and the paravalvular leak was unable to be controlled due to the flailed annulus. The 6mm x 4mm amplatzer duct occluder ii then fell out of its original position. A 16mm amplatzer vascular plug ii was the implanted into the 6 o'clock position. A 6mm x 4mm amplatzer duct occluder ii was then implanted at the 8 o'clock position to complete the procedure. 7 days post operatively the 16mm amplatzer vascular plug ii embolized from the annulus. The 16mm amplatzer vascular plug ii was snared and removed from patient anatomy. No additional information was provided.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer vascular plug ii were reported in a research article in a subject population with multiple co-morbidities including failed annulus. Some of the complications reported were recurrence of patients cardiac insufficiency and embolization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. A returned device assessment could not be performed as the device was not returned for analysis. Abbott also requested image for device/issue which was not provided by the field. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, as per instructions for use, "indications and usage the amplatzer¿ vascular plug and amplatzer¿ vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature".